Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, surgeon realized the instrument was not moving. When the prograsp forceps were taken out it was obvious that one of the cables was broken. There was less than 15 minutes of delay. The procedure was completed with no reported injury.